Manufacturer narrative:
This report is submitted on july 26, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced pain with device use, resulting in the decision to explant the device on (B)(6) 2017. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.